Event description:
It was reported the ultrawand device was used during cardiac tissue ablation and a "popping" noise occurred. The surgeon noted that the ultrawand was very "hot" and was concerned about over heating. The epicardial tissue was the source of the "popping" noise.

Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed this device met manufacturing requirements prior to shipment. Animal studies have demonstrated that audible saline boiling (popping sound) can occur if any cell loses contact with the tissue during ablation, and has not resulted in tissue damage. Audible saline boiling can also occur if the wand is pressed too hard against the tissue, which slows or stops the flow of saline through one or both cells and results in conductive tissue heating. There were no reported consequences to the patient. A precaution has been added to the epicor ultrawand lp instructions for use (IFU) that states "applying excessive pressure to the device may temporarily decrease saline flow by collapsing or blocking the saline irrigation membranes, resulting in a decrease of acoustic coupling and an increase in heat conducted from the ablation array.